Manufacturer narrative:
Section d4 model#: a complete model# is unknown, as product serial number was not provided. Section d4 catalog#: a complete catalog# is unknown, as product serial number was not provided. Section d6a implant date: not applicable. The material is not an implantable device. Section d6b explant date: not applicable. The material is not an implantable device. Section d10 concomitant: ellips fx handpiece model e230501r, phaco tip lot no. Unknown, phaco pack lot no. Unknown. Section h3: the machine was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a corneal burn. No further information provided. Note: this is report 3 of 4.